Manufacturer narrative:
(B)(4). Batch #: p94k9v additional information was requested and the following was obtained: could the damage in the package compromise the sterility of the device? Yes investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. The device was received outside of its original packaging and the packaging was not returned. Due to the packaging not being returned, we are unable to investigate further on the reported packaging issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. It should be noted that product failure is multifactorial. No conclusion could be reached as to what caused the reported packaging issue. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown surgery, before being used on the patient, the package was found damaged. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.